Event description:
It was reported that a pump had a keypad failure. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter. When the investigation is completed, a supplemental report will be submitted.